Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced unspecified stimulation from the device misinterpreted as shock. The patient has a pacemaker which does not deliver shocks as confirmed by the provider. Upon review, a few normal alerts including an abnormal alert for low atrial impedance, intermittently below the normal range was observed. The patient's physician was contacted but not aware of any issue with the atrial lead. No patient consequences were reported. No further information is available.